Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (micro bubbles were observed) through the tear on the inner valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted and a farawave catheter was loaded into the sheath. Upon aspiration of the sheath, multiple ccs of air were pulled. Even following multiple pulls, more air bubbles would appear with no changes in catheter position. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted and a farawave catheter was loaded into the sheath. Upon aspiration of the sheath, multiple ccs of air were pulled. Even following multiple pulls, more air bubbles would appear with no changes in catheter position. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis.